Manufacturer narrative:
It was reported that the ventilator was failing external leakage test. The ventilator was investigated on site by our field service engineer (fse) . According to provided information the reported issue was solved by cleaning the inspiratory pipe, reseating of both pressure transducers boards and gas modules. Moreover, during revisits fse reports additional error codes for which a new separate complaint has been created: os# 432570 (ot#787639) . Issue resolved, unit passed pre-use check and was returned to customer for clinical use. Device logs only provided for date of event. No root cause can be established for this reported complaint. Pressure transducers are part of the inspiratory and expiratory section and measures the pressure of the supplied gas. The output signal from this transducer is amplified. It is then used to calculate the absolute pressure of the gas to compensate for gas density variations due to pressure.the inspiratory pipe leads the gas from the connector muff to the inspiratory outlet and comprises connection for measurement of inspiratory pressure. The pipe is provided with internal flanges with the purpose to improve mixing of o2 and air.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).